Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a crack on the battery compartment which was missing a piece, received a no delivery alarm and a failed battery test alarm. The customer's blood glucose was around 270 mg/dl at the time of incident. The customer was advised to use the recommended battery. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the no delivery alarm was resolved by changing the infusion set. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, broken battery tube threads and a broken reservoir tube lip.